Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00620205222/shell/ lot # 61280318. Item # 00801803602 /head/lot # 61288475. Item # 00771100610/stem/lot # 61158129. Item # 00625006525/ bone screw/lot # 61246396. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00772, 0001822565-2021-00774.

Event description:
It was reported that patient underwent right hip revision procedure approximately 10 years post implantation due to unknown reasons. Head, cup and liner were revised attempts have been made and additional information on the reported event is unavailable at this time.